Event description:
A 78-yr-old woman was strapped into her hosp bed following surgery. Detectives said a strap had been placed over her chest and she was found between the siderails at 1:55 am with no respiration. The strap was wrapped around her neck and shoulder area. The autopsy report states that the death was due to positional asphyxia with possible neck compression.